Event description:
It was reported by service report that the side rail was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
MFR's investigation is still ongoing. If additional info is received, a f/u report may be submitted.